Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous upper arm shunt anastomosis. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for pre-dilation. However, during third inflation at 22 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.